Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿error unexpected¿ occurred on the rotaflow console during patient treatment and the pump suddenly stopped. The device resumed operation after restarting. However, the rotaflow console was exchanged with a rotaflow ii device, without harm to the patient or any person. Since the device was exchanged during patient treatment and the pump has stopped, the event can result in a risk for harm of any person. Therefore, a report is required. The rotaflow console (rfc) with s/n 94177546 was investigated by a getinge field service technician and the reported failure "error unexpected" could be confirmed. The rfc control board kit (article number 701034051) has been replaced. After the replacement the device passed all factory-specified performance and safety tests and is cleared for clinical use. As the affected control board has already been scrapped and cannot be investigated, no specific root cause can be identified. According to our lifecycle engineering (lce) the failure "error unexpected" occurs, when a memory error changes a variable to a value that is not defined and that the software cannot process. This can be a single event or indicate a defect that may become more severe over time. As a preventive measure, it is recommended that the control board be replaced. The most probable root cause of the failure could be a defect in the ic23 processor. In addition the failure mode "error unexpected" can be linked to the following most possible root causes according to the rotaflow risk management file: (un)intentional stop of the pump, e.g.: - defective motor control electronics - pump stop intervention after technical error (e.g. Pump runaway, error head) - unintended switch off by user - defect of transformer. Based on these investigation results the reported failure could be confirmed. A device history record (DHR) review was performed on 2025-09-26. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The rotaflow device with s/n 94177546 was produced in 2023-09-21. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.

Event description:
The event occurred in china. It was reported that the error message ¿error unexpected¿ occurred on the rotaflow console during patient treatment and the pump suddenly stopped. The device resumed operation after restarting. However, the rotaflow console was exchanged with a rotaflow ii device, without harm to the patient or any person. Since the device was exchanged during patient treatment and the pump has stopped, the event can result in a risk for harm of any person. Therefore, a report is required. Complaint ID: (B)(4).